Event description:
A territory manager assisting a (B)(6) male pt called in to zoll lifecor customer support to report that the pt's monitor displayed a code 204. The pt received a replacement belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (code 204) was confirmed. The belt was unable to communicate with any monitor, caused by a faulty canbus on the belt node pca. The root cause of the canbus communication errors has not yet been positively determined. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the communication errors. The pt received a replacement electrode belt.